Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the prograsp forceps instrument stopped working. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Failure analysis also observed that the grip cable had high tension at the tip. The housing was opened for inspection. The cable was derailed at the clamping pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.